Manufacturer narrative:
Based on the info rec'd and the visual and functional resultes, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the indicator was non functional and the safety was damaged. Due to the damage to the instrument, it appears as if an attempt was made to fire the instrument with the safety in the locked position which caused internal damage to the instrument making the indicator non functional. The instrument was reloaded with staples. The adjusting knob was then dialed down to the point where the safety could be released. The instrument was then fired at this position and it fired and formed all the staples as designed. There were no anomalies observed with the removal of the anvil following the refiring of the instrument. The anvil removal turn down and removal were cycled several times without incidence. Removal of the anvil is not related to the issue observed with the indicator. The non functionality of the indicator is a result of the attempt to fire the instrument with the safety on.

Event description:
It was reported that the cdh29 was used during a lower anterior resection. It was reported by the affiliate that the instrument could not be removed after the firing. The indicator broke after firing. Pt received a colostomy. (Picture required) 3/23/1998 additional info received from affiliate. No picture available. Co is not sure if the indicator breakage caused the anvil not to be removed. It seems that it is not the knob but some parts related to the indicator broke.